Event description:
The biomedical engineer reported the ventilator power supply was faulty. Review of the ventilator log history indicated a 24/12 volt failure had occurred during operation. The customer reported no occurrence of a problem during use, and reported no patient harm. When a 24/12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The biomedical engineer replaced the power supply to correct the finding.

Manufacturer narrative:
Device out of warranty; customer performs own repairs. Requested part returned for analysis. Power supply.